Manufacturer narrative:
The subjected device was not returned to olympus medical systems corp.(omsc) for evaluation. Omsc checked the device history record of the subject device, and there was no irregularity found. Omsc was reported the following from the member of sales department. - the monitor connected to the isolation transformer, and this phenomenon was eliminated. Based on these investigation results, omsc surmised that this event occurred, because the power unit of the monitor was not grounded enough. Argon plasma coagulator interfered with the frequency of the power unit of the oev262h, and the noise was caused by this influence. The oev262h instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is not returned to olympus yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. There were no further details provided. Olympus will submit a supplemental report if additional information is received.

Event description:
Olympus was informed that an image of the subject device became noisy when the facility performed treatment of stomach with argon plasma coagulation. After the monitor image became noisy, it disappeared. The facility aborted the procedure because the phenomenon occurred. There was no report of patient's injury in this event, but the facility would perform treatment for the patient another day.